Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The complaint sample was received for evaluation. It was observed that the shoulder bolt was broken. The top portion of the bolt was retained in the push block. The threaded portion of the bolt was retained within the instrument shaft. All parts were accounted for. The surgery was successfully completed using the standard vu apod insertion instruments. The investigation determined that this was an isolated incident. This is a new part that is undergoing evaluation in the field as an alternative to the standard vu apod insertion instruments. This part was manufactured in february of 2009. There was no nonconformance in the device history record. Since this complaint was initially submitted in (B)(4) of 2009, there have been 4 additional complaints on this instrument recorded in the complaint log. Eco (engineering change order) 1089 was released on 03/24/2010 to increase the clearance between the push block and shoulder bolt to address this issue. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the shoulder bolt that attaches the push block to the threaded rod broke. This occurred during insertion and distraction. There was no injury to the patient.